Manufacturer narrative:
Product complaint # (B)(4). Batch # t5f18m. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, a breaking sound was heard on the way of the 3rd firing of feea. The device was used on the colon. After the 3rd firing, it was found that some staples were left inside the middle part of the cartridge. Additional suture was performed to reinforce the staple lines, and another device was used to complete the case. There were no adverse consequences to the patient.